Event description:
A sys operator reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under MFR# 1061857-2007-00205. Pt records rec'd indicate a 2-line decrease in bcva in the right eye approx 3 mos post-op. Ucva improved from 20/cf to 20/30-2. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several mos. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination, is in progress.